Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 3 reference MFR. Reports:1627487-2016-01526 & 1627487-2016-01527. The patient has a thoracic system and a lumbar-sacral system. This issue is related to the lumbar-sacral system. It was reported that one of the patient's leads had eroded through the skin and was sticking out of her right flank. As a result, the physician covered the erosion site with bandages to prevent infection until the entire system was explanted on (B)(6) 2016.